Manufacturer narrative:
An olympus sales representative worked with the customer to troubleshoot the problem. During the troubleshooting, the issue was resolved. The customer was instructed to clean the contacts with 70% isopropyl alcohol try the scope in two separate otv-s190 system. The otv-s190 no longer displayed the scope communication error message. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
An olympus sales representative reported that a user facility was experiencing an e216 scope communication error message on a video system center. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: the possibility of infection by insufficient reprocessing. ¿before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include due to communication failure due to dirt or water drops on the connector contact of the scope.